Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that caller wanted a review of patient episodes showing asystole. It was further reported that the caller wanted someone to look at more aystole episodes. The patient can not remember any symptoms. It was later reported that the cardiac monitor was explanted and a pacemaker was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that caller wanted a review of patient episodes showing asystole. The device is still in use. No patient complications have been reported as a result of this event. It was futher reported that the caller wanted someone to look at more aystole episodes. Patient can not remeber any symptoms.